Manufacturer narrative:
Concomitant product(s): a 638rl30 annuloplasty ring, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a guidewire became kinked, curled and was stuck in the attempted left ventricular (lv) lead. The lead was removed and the guidewire was advanced out of the lead. It was then reported that the lead would not pace and exhibited undefined impedance. The lead was removed and the patient is to receive an epicardial lead at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the guidewire coating adhered inside the is-4 pin, and on the conductor at the lead distal end, inside the lead tip nose. A guidewire insertion test was performed by back loading. It could not pass through the distal coil lumen. Destructive analysis was performed and confirmed that the guidewire coating appeared inside the lead tip nose preventing passage of the guidewire. If information is provided in the future, a supplemental report will be issued.